Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The lesion was located in a saphenous vein graft to the circumflex artery. The physician had difficulty advancing the 5.00x20mm liberte' bare metal stent past a "slightly moderate curve" with 30-40% stenosis in the proximal segment of a saphenous vein graft. The physician had inserted and withdrawn the device twice when he decided to remove the device to predilate the proximal area that he was having difficulty crossing. At that point, he noted that the stent was not on the balloon and had dislodged in the saphenous vein graft. A balloon was advanced over the guidewire and the dislodged stent was deployed in the saphenous vein graft, proximal to the target lesion. The procedure was completed with another stent. No further pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.